Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s stimulation turning on and off was due to all programs being periodically out of range (oor). The rep stated that they reprogrammed all affected programs and left each high impedance electrode inactive. The rep noted that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that their stimulation turns on and off without any manual changes to their settings or positional changes. They also stated that they saw an out of range (oor) message on their controller. The patient mentioned that they tried changing groups and lowering the intensity settings, but that did not resolve the issue. No contributing factors were reported. The rep is scheduled to troubleshoot with the patient on (B)(6) 2018.